Event description:
It was reported that high pacing and hv lead impedance were observed. The system is implanted in the patient's abdominal region because of age. Device was explanted and replaced.

Manufacturer narrative:
The reported impedance anomaly could not be confirmed in the laboratory. The device was tested on our automated testing equipment and was found to be normal. No anomaly found. The cause of the reported impedance anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.